Manufacturer narrative:
The removed motor controller assembly and blower motor assembly were received for failure investigation. The customer complaint was not verified. Returned parts passed all testing. No-fault found.

Event description:
A customer reported to philips that the unit's blower quit. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event; however, no patient harm or injury was reported. The field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the blower assembly and mc pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.